Event description:
Return reason: cut at distal adhesive band of balloon. Analysis determined: investigation found that the distal adhesive band of the balloon had lifted away from the catheter tubing due to insufficient adhesive. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the patient's status. Remedial action taken: manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is required.